Manufacturer narrative:
.

Event description:
On (B)(4) 2012, vns treating nurse practitioner sent some clinic notes for a vns patient from an office visit on (B)(6) 2012. Review of the clinic notes indicated that the patient had a few seizures in (B)(6), but an increase in seizures for (B)(6). The patient had one seizure between (B)(6) 2012. The patient does not seem to tolerate the high heat of summer per the patient's caregiver. The patient had an upper respiratory infection (uri) during the month of august and was treated with antibiotics. The nurse interrogated the patient's device and found the appropriate settings and made no changes to the parameters. Additionally, no changes were made to the patient's medications and the patient was instructed to follow up with the neurologist in three months or sooner if needed. If the patient experiences several seizures before the next office visit, then the vns output current and magnet output current shall be increased by 0.25ma or the pulse width increased to 500us. Good faith attempts to obtain more information have been unsuccessful to date.